Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2019, a 5/2mm amplatzer piccolo occluder was selected for implant in a 4kg infant with a large pda. Following release of the device, the occluder embolized and was retrieved using a snare without difficulty. An amplatzer duct occluder (size unknown) was successfully implanted and the patient is reported to be stable.

Manufacturer narrative:
An event of embolization was reported. The results of the investigation are inconclusive since the device was not returned for analysis. 5 videos and an image including the pda measurements was received from the field. Based solely on the measurements in the included photo and information from the field, the length of the pda was 8.5 mm. The maximum pda length recommended for the 5/2mm piccolo device is 4 mm according to the instructions for use arten600042307 ver. A. It can not be conclusively determined if this potential undersizing of the device contributed to the reported embolization.

Event description:
On (B)(6) 2019, a 5/2mm amplatzer piccolo occluder was selected for implant in a 4 month old, 3.9kg infant with a large pda (minimal diameter: 2.8mm x 3.3mm, aortic ampulla: 8.8mm, length: 8.5mm). During the initial deployment and positioning, the device pulled through the pda while remaining attached to the delivery cable. The device was recaptured and redeployed a second time. Following release of the device, the occluder embolized and was retrieved using a snare without difficulty. An amplatzer duct occluder (size unknown) was successfully implanted and the patient is reported to be stable.